Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that microbore extension set, IV connector,.f leaked. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown. Verbatim: [event 8] pt reported that they felt something dripping on their arm. Upon assessment, baxter 60inch syringe tubing was leaking at the filter site. Nurse stopped ns flush infusion and removed tubing. Notified management and unit educator. Tubing saved in a bag for supply chain.

Manufacturer narrative:
The following field was correct after further review: b2. Date of event was corrected to: 2020-12-07 h3 other text : see h.10

Event description:
It was reported that microbore extension set, IV connector,.f leaked. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown verbatim: [event 8] pt reported that they felt something dripping on their arm. Upon assessment, baxter 60inch syringe tubing was leaking at the filter site. Nurse stopped ns flush infusion and removed tubing. Notified management and unit educator. Tubing saved in a bag for supply chain.

Event description:
It was reported that microbore extension set, IV connector,.f leaked. The following information was provided by the initial reporter: material no: mz9226. Batch no: unknown. Verbatim: [event 8] pt reported that they felt something dripping on their arm. Upon assessment, baxter 60inch syringe tubing was leaking at the filter site. Nurse stopped ns flush infusion and removed tubing. Notified management and unit educator. Tubing saved in a bag for supply chain.

Manufacturer narrative:
H.6. Investigation: the customer reported leakage at the filter, and returned one used sample of material #mz9226. The returned sample verified leakage when primed with blue dye water. The filter leaked from a crack in between the top and bottom halves, and also from the air vent membrane. The supplier of the filter conducted an additional investigation, which did not find a root cause for the filter crack. Additional unopened samples were also investigated as sterilization was suspected as a root cause of the filter cracking, but this was ruled out when the unopened samples had no issues. There was some discoloration on the filter welds that was also suspected as a root cause on the assembly end, as this would come after the filters were supplied. This also was a dead end and the root cause could not be determined. The supplier investigation found a root cause for the air vent membrane leak, which was determined to be incompatible drugs/solutions applied by the end user. Filters vents ¿wet out¿ and leak when used with substances with a surface tension under 27 dynes. A device history record review could not be performed on material #mz9226 because a valid lot number was not provided by the customer. The root cause for filter crack is unknown, the air vent leak is drugs/solution used.